Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited under-sensing/no sensing of premature ventricular contractions (pvcs) in bipolar configuration. The rv lead was reprogrammed to unipolar configuration and remains in use. No patient complications have been reported as a result of this event.